Event description:
The device was used during an unknown procedure. Reportedly, after the device was reloaded and fire, bleeding occurred at the staple line. No pt injury was reported. Another device was used to finish the procedure.